Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. Customer declined troubleshooting with tandem technical support and declined to provide further information.